Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had an implant on both sides and they were having pain on their right side. The patient stated there was not a problem on their left side. They had gone to the hcp office last week and today ((B)(6) 2016), who had turned down the stimulation to 0.3v. The patient noted it still hurt even when the implant was off. They had gone to the ER three times ((B)(6)) for a pain shot, and they were taking pain medications, including tylenol three. The patient had little relief and their hcp had told them it may be their muscles/nerves "spasming up". The patient stated their husband had knocked them down onto the floor, after which the issues occurred. The patient was to follow up with their hcp to continue addressing the issues and assess the implanted components. The hcp later reported the patient never stated they had fallen, and stated they had pain at the battery site. The actions taken to resolve the issue included the implant was turned off and the hcp turned it on at a low amplitude.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.